Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 598 mg/dl with moderate ketones; cause was unknown. Elevated bg was addressed via manual injection. Tandem technical support commenced conducting system check. However, the customer declined to replace current infusion set and will do so when home.